Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a possible infection at the ipg pocket incision site. The patient also experienced nausea, pain and redness at the site. In turn, the patient underwent surgical intervention wherein the ipg was removed. The patient was placed on IV antibiotics. Follow-up information revealed the patient's wounds are healing. The patient was referred to an infectious disease physician, but will also follow-up with the implanting physician as the next course of action.

Event description:
Follow-up information revealed the patient met with the physician and the wounds are healing. No fever or drainage reported. The patient is taking oral antibiotics at this time.